Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorney reported: in 2004--the pt underwent an incarcerated ventral hernia repair procedure with implantation of a non-recalled composix kugel mesh patch. In 2007-- the pt underwent surgery to repair a reherniation caused by migration of the previously implanted mesh patch, the pt suffered extensive injuries.